Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for evaluation. A follow-up report will be filed upon completion of an evaluation, or if any additional info becomes available.

Event description:
The facility representative reported an infusion pump that turns itself on and off. Info was not provided regarding whether or not the failure occurred during a pt infusion. The hospital representative stated that there were no reports of pt injury or medical intervention. No additional info is available.